Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measurement of 16.1 mmol/l and symptoms suggestive of hyperglycemia of small urinary ketones, nausea and extreme drowsiness. The reporter stated the patient did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged the pump had recurring call service alarm (064) for occlusion that was not remedied with tubing/site change. During troubleshooting, it was determined that the cartridges and infusions sets were being used per the instructions for use and insertion techniques was determined to be correct. The pump is being returned and replaced at patient insistence as they have lost confidence in this pump. This complaint is being reported because the patient reportedly experienced hyperglycemia on insulin pump therapy with a pump that has allegedly malfunction; the issue was not resolved with troubleshooting.